Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the screen was scratched and syringe port was cracked. Review of the event history log was not applicable. Functional testing was able to duplicate the customer's reported problem. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the most probable cause for the "system fault" is error code 112 due to an intermittent motor. The motor was replaced.

Event description:
It was reported that the pump had a system fault. Per reporter, the product fault occurred during testing, there was no physical damage/abuse, and there was no patient involvement. No patient harm/adverse event reported.